Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient smells electrical burn each time she plugs the transmitter into the outlet. The transmitter will be replaced. Patient is fine.